Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The service engineer (se) inspected the device and found in the ventilator a 24 volts failed error code in the diagnostic logs. The customer was provided with a quote for the repair/service of the device and the replacement of the power supply. The customer did not approve the quote for the repair/service.

Event description:
It was reported by the international customer that the ventilator was "getting on". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29mar2019. Information was received that the power supply was replaced and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.